Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads "is supposed to be defective" and they stated that it shortened the battery life of their cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) lead and crt-d remain in use. No patient complications have been reported as a result of this event.